Manufacturer narrative:
(B)(4). Insulin pump was received with blank display during testing. Unable to determine the root cause, problem isolated to electrical board. Unable to verify battery longevity due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. The customer stated they change battery every day. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.